Manufacturer narrative:
The investigation was completed. Investigation summary: 5.5 pump sn615211 and a purge cassette returned. High purge pressure/purge system blocked: returned pump was visually inspected and no damage to impella cannula was observed. Some small biomaterial present around impeller blade. Pump was connected to console and purged in lab for approximately 5 minutes before "purge system blocked" alarms were triggered. Pump was turned onto p-9 and increased purge pressure and purge alarm resolved. No data logs were returned for evaluation. Clinical details noted that "high purge pressure" and "purge system blocked" alarms were triggered. No kinks noted, tpa was added to purge but did not resolve issue and pump was explanted. The cause of the high purge pressure/purge system blocked could not be determined as the purge issue did not sustain when it was reproduced in the lab, no data logs were returned for analysis, and limited clinical details were provided. Device history review was completed and passed all post sterile inspection checks.

Manufacturer narrative:
Correction to initial report: it was reported in the initial report under h6 that medication was required (f2303). However, it was inadvertently left off in event narrative in b5 the details regarding the medication administration. B5 should have stated the following: the user facility reported that a 56 year old male patient experienced a high purge pressure alarm while supported with an impella device. The purge flow was reportedly decreasing throughout the day. Purge system was blocked. Tissue plasminogen activator (tpa) was started with purge flows less than 1 and pressure at 1087. The patient remained on support.

Event description:
The user facility reported that a 56-year-old male patient experienced a high purge pressure alarm while supported with an impella device. The purge flow was reportedly decreasing throughout the day. No kinks were noted, and the cassette was changed prior to contacting support. No additional clinical details were provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.